Event description:
It was reported that ¿four to five weeks after surgery", the patient "started with infection, nausea, and vomiting, chest pain, shortness of breath". The patient also indicated she experienced ¿bladder infection, inflammation, pain, auto immune reaction - heart problems, and stomach - colon problems". The patient was treated with antibiotics following the 2011 implant surgery. The patient "started having nodules at wrists, knees, and elbows over-time with whole/partial sling". The patient further reported "granulation tissue still present within vaginal" wall from the 2011 implant surgery and the sling was ¿still embedded in the groin area¿. In 2013, the patient visited the doctor who mentioned "diverticulum within urethral and MRI". The patient indicated that no further testing was done due to problems of ¿suture/stricture and/or reactive arthritis¿. It appears that part of the mesh was removed or revised, although no further details were reported regarding the revision surgery. The patient additionally indicated symptoms of "lung hyperexpansion and atelectasis, irregular heartbeats/pvc, aortic, mitral, tricuspid regurgitation, ringing in the ears, mouth ulcers, skin lesions, dry eye disease, problems with [patient's] back, problems/pain with intercourse, pain in groin area". The patient also reported ¿digestive issues, colon/stomach¿ and was sent to a general surgeon who indicated that the patient's "gallbladder not working as it should". The patient tested positive for ¿antiparietal cell antibody". It is unclear if these symptoms were related to the mesh implant or other patient medical conditions. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.